Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml lioresal at 923 mcg/day via an implantable pump for intractable spasticity. It was reported that the at the patient's refill today there was "so much" fluid in the pocket that they were unable to fill the pump. They pricked the pocket with the needle and clear fluid came out of the pocket. It was noted that this was a newer patient to the hcp and the patient was very spastic and had violent clonic movements in general, so there could have been some damage to the catheter. It was unclear and unknown what the issue was at the time. It was stated that the patient did not seem symptomatic related to the issue and it appeared the spasticity described was expected from the patient. The event date was unknown. The patient was noted to be rather large, so it was hard to say if they noticed any pocket size difference over time, however there was not fluid in the pocket at the last refill. It was later reported that the patient was referred to the emergency room (ER). It was not clear whether the pump was refilled or not, however the programmer was updated to show it was just to prevent the alarm from going off. Additional I nformation was received from a business partner. On (B)(6) 2017, the patient started treatment with lioresal. On an unspecified date, following the events, the patient was treated with oral baclofen and valium (diazepam), and presented to the emergency room. The patient experienced vomiting which resolved with zofran (ondansetron). There were no other signs of withdrawal. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). They were unable to assert if it was drug or cerebrospinal fluid (csf).there was a concern of a possible leak in the pump or a csf leak. The pump was not successfully filled at that office. It was unknown if catheter damage was confirmed. Additionally, it was unknown if the issue was resolved as the patient was referred to neurosurgery. The current status of the pump was also unknown.